Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 26sep2018. Philips field service engineer (fse) checked pressure transducer hose connection. Pressure hose was interchanged. Testing was performed and the test passed. The customer was advised that the unit was ready for use.

Event description:
Philips fse (field service engineer) reported a failed error occurred during servicing. No patient/user harm reported.